Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show the lot released with no recorded anomaly. This report is number 2 of 2 mdrs filed for the same patient (reference 1825034-2016-00585 / 1825034-2016-03295). Product location unknown.

Event description:
Patient underwent a knee revision procedure approximately six months post implantation due to the locking bar being disengaged. The locking bar and bearing were removed and replaced.